Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g6.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports their controller gave them 8 units of basal insulin while they had programed the settings to administer 25.2 units of basal insulin. No additional information could be provided as to this event.